Manufacturer narrative:
Internal complaint number: complaint- (B)(4). An investigation confirmed an issue with the pump's flow. An analysis of the inlet and outlet valves confirmed that the inlet valve required a pull open current that exceeded the specification (see attachment #2 - valve electrical testing). Flowonix CAPA (B)(4) was issued to address pumps that required a pull open hold/open current that exceeded the specification

Manufacturer narrative:
(B)(4). This event is being reported due to the patient being admitted to the hospital.

Event description:
It was reported that the patient was hospitalized due to dizziness and headaches the day after a bolus was programmed. The physician stopped the bolus and the patient symptoms began to subside shortly after re-programming was performed. The patient stayed at the hospital for a few days for monitoring. There was no reported pump malfunction.